Event description:
A cartridge change error was reported by the customer regarding their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to inspect and clean specific areas of the pump, including removing an o-ring from the pneumatic tap and cleaning the area with an alcohol wipe. After following these instructions, the customer successfully loaded the cartridge onto the pump and resumed insulin therapy.